Manufacturer narrative:
Correction: b.3.,b.5.,d.10.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized on (B)(6) 2026 through (B)(6) 2026 and diagnosed with a stomach infection. During intake, it was reportedly unknown if the infection was related to pd, however it was reportedly related to the patient¿s pd catheter (not a fresenius product). The patient was reportedly unable to eat, drink, or sleep due to the pain. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of severe abdominal pain and exit site tenderness. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, an exit site infection, and was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 3 days, ip ceftazidime 1000 mg daily, and topical nystatin cream for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2026. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues and was provided reeducation regarding precautions.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, exit site tenderness, which required hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum and exit site. Staphylococcus epidermidis is commonly found in the mucus membranes, axillae, and on the skin of humans. Additionally, staphylococcus is the most frequent organism associated with peritoneal infections and is usually due to a touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized on (B)(6) 2026 and diagnosed with a stomach infection. During intake, it was reportedly unknown if the infection was related to pd, however it was reportedly related to the patient¿s pd catheter (not a fresenius product). The patient was reportedly unable to eat, drink, or sleep due to the pain. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2026 with complaints of severe abdominal pain and exit site tenderness. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, an exit site infection, and was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg every 3 days, ip ceftazidime 1000 mg daily, and topical nystatin cream for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2026, and the patient¿s ceftazidime was discontinued. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2026. The pdrn attributed causality to an unspecified touch contamination event involving poor hand hygiene. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy at home utilizing the same liberty select cycler without any reported issues and was provided reeducation regarding precautions.